Event description:
On 08/21/1998, the international distributor informed the MFR's rep of the following: during inspection of the product, it was noted that the device package was broken. No further details were provided at this time.